Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0211376175, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that the lead was not maintained in the implantable neurostimulator (ins) channel by the screw during the implant surgery. The surgeon tried to screw and unscrew, but the result was the same; the lead was not maintained in the channel. The surgeon unscrewed and screwed until the lead seemed to be a little maintained in the channel, then he fixed the lead with a stitch to the ins. The impedances were "ok" but the surgeon will be vigilant. He suspects the leads will get out of the channel so that the therapy won't be delivered. A product "default" was suspected. No symptoms were reported. The consumer was implanted for urinary retention. Additional information received from the representative reported no further actions/interventions have been taken yet and the consumer seemed okay. The surgeon will provide an update if the consumer has inefficient therapy. An appointment was set for the following week. Further information received reported an hcp strike and unknown when a new appointment would be made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.